Event description:
It was reported that during an endoscopy procedure, the videoscope had a piece of the plastic diaries that went inside the patient from the working channel. It is unknown where the foreign body fell into or if it was successfully retrieved. The procedure was completed with the same device. There were no further reports of patient harm.